Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.